Event description:
It was reported that pump battery did not charge despite use of tandem charging cable, wall adapter, and confirmed working wall outlet, and pump did not show low power alerts, shutdown alarms, or power source alerts. There was no reported impact to the customer¿s blood glucose level. Customer had already tried leaving wall adapter plugged into a working outlet for at least 30 minutes without success, and technical support arranged shipment of replacement tandem cable and wall adapter via two-day shipping. Upon follow up, distributor confirmed customer had not called back to report any further issues.